Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 9 in the patient's mouth, the implant did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.